Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or test for no excessive no delivery/occlusion alarm due to a33 alarm. Device received with normal operating current. Device passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. Device received with cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's buttons were hard to work, crack on front of the screen and insulin pump had no livery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.